Event description:
Serious injury involving one person. Pt saw dr on 2/4/97 complaining of his eye hurting with and without his contact lens. Dr diagnosed corneal ulcer and administered ciloxin. Lens model/water content: 55; lot #: unk; eye involved: od refraction: myopia; duration of use (months) 6; number days lens worn: 4; last visit to practitioner prior to symptoms: first visit: lens care system used: chemical; disinfecting system used. Homemade saline used: no; number of days worn between cleaning and disinfecting; extended wear basis, this lens worn 4 days; days between cleaning and symptoms; 4; days between symptoms and calling dr: 2; self-treatment by pt: no; hand washing before lens manipulation unk: ulcer location: 7:00 o'clock; visual acuity before symptoms: unk; visual acuity after symptoms: 20/25; results of culture: none taken; results of corneal biopsy and/or scrapings: unk.